Event description:
Doctor inserted a perclose proglide in the right groin. The sutures did not deploy, which could have been due to possible calcium in the patient groin or a "cuff miss" due to perclose misfiring. A second perclose deployed correctly. The patient was transported to ccu in hemostatics with no distress or hematoma noted. A picture of the faulty perclose was sent to the abbott rep, (B)(6). FDA safety report ID # (B)(4).